Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Implant date: unknown date, approximately 4 months prior to explant. Part of the screw remained in the patient¿s bone; device not considered explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as part remains in the patient and part was discarded by the facility. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed on (B)(6) 2016 for a trimalleolar ankle fracture. A pre-operative x-ray showed one of the screws was backing out and the surgeon thought that a mal-union could have occurred. The doctor reports that the patient was non-compliant which may have caused the back out of the screw. All the hardware was removed and replaced with other devices. It was noted that the screw that backed out had broken at the mid shaft which remains in the patient's bone. The other part of the screw was discarded. The surgery was completed successfully with no delay in surgery. No additional medical intervention was needed and the patient was stable following the surgery this report is for an unknown screw. This is report 1 of 1 for (B)(4).